Event description:
It was reported that increased thresholds and oversensing were observed on the lead. Review of performance data noted varying lead impedance measurements. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. There was a connector issue. Visual analysis confirmed intermittency between the pin and the cap. The defib conductor was distorted and the distal conductor had blood/body fluid (not obstructed). The outer tubing overlay had blood/body fluid and cosmetic environmental stress cracking. The outer insulation had a cosmetic depression and there was tissue on the helix. There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). Performance data was collected and analyzed. The weekly pace lead impedance trend data show various spike increases for min and max rv pace= 336 to 904 ohms peak between (B)(4) 2010 and (B)(4) 2012. The ventricular short interval count v-sic=500.8 counts avg/day, in 22.03 days, between (B)(4) 2012 and (B)(4) 2012.